Event description:
According to the reporter, the device powers on and then locks up. There was no pt associated with the report.

Manufacturer narrative:
The customer declined an offer of service from physio-control.